Manufacturer narrative:
The investigation for the reported product damage has been completed. The returned product was visually inspected and a hole in the catheter at the 83 cm mark was visually inspected. The cause of the issue was blood ingress due to a hole in the catheter resulting from improper use. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported blood dripping from the pump's red plug after initiation. The pump continued to be used without any harm to the patient. It was reported that the patient survived the procedure.